Event description:
It was reported that he patient underwent spinal cage insertion and posterior fixation on (B)(6) 2024. The spinal screw that had been fixed to the left s2 alar iliac fractured under the screw head. In the secondary surgery on (B)(6) 2025, the tip of screwdriver was fractured, and the fragment was leaving in the torx of new pedicle screw. The surgeon tried remove the screw but the new pedicel screw was fractured. The surgeon decided to leave the remaining fragment of the new screw in the bone. We do not receive any other adverse patient consequences reported.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.